Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff encountered an error code 824. An error code 824 indicates a low battery at start up was detected on the patient side cart (psc). According to the initial reporter, the surgeon made the decision to convert the da vinci si surgical procedure to open surgical techniques. On (B)(6) 2013, the initial reporter indicated that replacement of the battery box resolved the error code 824 issue.

Manufacturer narrative:
The module battery box has been returned for evaluation. However, at this time, the evaluation of the device has not been completed. The root cause of the customer reported failure mode cannot be determined. Intuitive surgical inc. (Isi) has attempted to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon reportedly converted the da vinci si surgical procedure to open surgical techniques after encountering an system error code 824 issue.

Manufacturer narrative:
The battery box was returned and evaluated. The battery box was installed on an in-house system and tested. The batteries failed with an error 824 fault generated after 10 minutes. An error code 824 indicates a low battery at start up was detected on the patient side cart (psc).

Manufacturer narrative:
According to the site, the error code 824 occurred prior to the start of the da vinci hysterectomy with bilateral salpingo-oophorectomy procedure and when the system was first turned on. At the time the reported issue occurred, the patient was reportedly not in the operating room yet and no incision ports had been placed yet. However, it is unknown if anesthesia had already been administered to the patient before the surgeon made the decision to proceed with open surgical techniques. The patient did not experience any intra-operative or post-operative complications after the case was converted to open surgical techniques. No patient injuries were reported. The site indicated that the error code 824 issue was resolved.